Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) - the proximal segment of the lead was returned, analyzed and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo, visual summary analysis of the lead indicated apparent explant damage, visual summary analysis of the lead was performed only. Concomitant products: product ID d314trm, implanted: (B)(6) 2013; product ID 6947m55, implanted: (B)(6) 2013; product ID 5076-45, implanted: (B)(6) 2004. (B)(4).

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. Reported information indicated the device was explanted post-mortem and the cause of death was not related to the out of specification finding.